Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0688 alleges suprapubic bladder pressure, altered voiding, mesh erosion into the bladder and pelvic floor muscle, vaginal, abdominal and bladder pain, dyspareunia. Re-hospitalization for mesh removal occurred on (B)(6) 2015.